Manufacturer narrative:
Per additional information received on december 8, 2022, no patient involvement, no adverse event, no product quality issue codes were removed from the left side, MDR_reportable, adverse event, generalized illness medical device removal codes were added to the left side. The capsular contracture grade was iii-IV. On december 26, 2022,the patient indicated that the report was reviewed by management, the diagnosis of late forming seroma should have been reported w/in 3 years of implant date. The patient indicated that she was finally able to undergo bilateral capsulectomy and removal of recurrent seromas on (B)(6) 2022.

Manufacturer narrative:
Additional information received on february 13, 2023, indicated that the pathology results showed dense fibrous tissue with a small focus of chronic inflammation and old hemorrhage no evidence of atypia or malignancy on the right-side scar capsule. The patient stated that the left implant was removed and re-inserted. Left-breast cancer-2006, and 2 weeks post op read and had to use antibiotics. Constant pain, coldness, sinus infection, stomach pain, bladder pain, intractable migraine, bobby aches all over ongoing for 3 years. The right-side capsular contracture was iii-ii. Patient stated that on december 4, 2021, felt better. The doctor squeezed 200 cc old blood in office from implanted breast and painful to take breast away, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 31, 2023, indicated that date of explantation was on (B)(6) 2021, and date of implantation was on (B)(6) 2016. Patient indicated that she was replaced with saline implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 11, 2020 mentor became aware that this pc, is the duplicate of manufacturer report number:1645337-2020-11838. And the new information in the duplicate pc indicated that the patient only has one right implant and no left implant. Therefore the coding is updated to no patient involvement, no clinical signs symptoms, no product quality issue, and not reportable. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, wound dehiscence, generalized illnesses. (B)(4).

Event description:
It was reported via medwatch number: mw5096425 that a female patient who underwent an unspecified breast augmentation with two 600cc mentor memorygel silicone breast implants has experienced bilateral rupture, wound infections, and unexplained systemic symptoms postoperatively, including pain, coldness, sinus infection, stomach pain, bladder pain, migraine, body aches, disabled. Patient reported that she has done two sinus surgeries: depression and anxiety, cardiac ischemia, ibs, ic, migraine, spondylosis of cervical to sciatic. Pain travel down legs, neuropathy. The patient reported the pain medications did not help. As a result, the patient underwent explantation on (B)(6) 2019. No information available if the patient symptoms improved after the explantation. This report relates to the left prosthesis. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.